Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited diaphragmatic stimulation in all vectors due to patient anatomy. Additional information obtained from the field which indicated that the lead also exhibited high pacing threshold measurements. The lead was surgically abandoned. No additional adverse patient effects were reported.